Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. Patient has experienced pain and discomfort in his left hip, as well as excessive levels of cobalt and chromium. Patient has not yet scheduled an explantation of the left asr hip implant. **update** (B)(4) 2013-sales rep reported revision surgery due to cup loosening. There was no new information that would change the outcome of the investigation. **update** - medical records received 07/08/2013. Revision operative report indicates the following: straw-colored mildly cloudy fluid from the joint; absence of the short external rotators and capsule posteriorly; corrosion at the trunnion taper junction; cup was over anteverted; large areas of fibrous ingrowth on the cup. Adapter sleeve and femoral stem have been added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports of noise have been received, can be reasonably assumed implanted without this issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.